Event description:
It was reported that the insulin gauge was inaccurate. The customer did not remove the air from the cartridge prior to filling the cartridge insulin. Tandem technical support educated customer on cartridge labeling. Reportedly, the customer loaded a new cartridge and the insulin gauge continued to be inaccurate. The customer continued using the cartridge. Customer¿s blood glucose level ranged from 111-127 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.